Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. Media provided by the customer indicates that two guidezilla guide extension catheters were kinked and detached at the collar. No further information has been able to be obtained.